Event description:
A peritoneal dialysis (pd) patient's spouse reported an alarm during the patient's treatment and subsequently upon tech services checking the machine records there was an overfill indicated. The patient was overfilled and on drain 1 of 5 there was 9747ml of 2600ml drained which indicated a drain volume 375% of the fill volume. Technical services advised that a new cycler be arranged for the patient and that the patient inform the pd nurse of the change. In a follow up with the patient's spouse it was indicated that the patient did not suffer any harm, adverse event or intervention due to the overfill event. The patient was able to carry out manual treatments until the new cycler arrived. The cycler is available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. During power up after treatment, the cycler alarmed with watchdog timer error alarm. Failure was caused by cold solder on capacitor 8. The voltage check test passed. The system air leak test passed. The valve actuation test passed. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined.an investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record did not reveal any issues or problems related to the reported symptom code(s). In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.

Manufacturer narrative:
Correction: h.6.

Event description:
A peritoneal dialysis (pd) patient's spouse reported an alarm during the patient's treatment and subsequently upon tech services checking the machine records there was an overfill indicated. The patient was overfilled and on drain 1 of 5 there was 9747ml of 2600ml drained which indicated a drain volume 375% of the fill volume. Technical services advised that a new cycler be arranged for the patient and that the patient inform the pd nurse of the change. In a follow up with the patient's spouse it was indicated that the patient did not suffer any harm, adverse event or intervention due to the overfill event. The patient was able to carry out manual treatments until the new cycler arrived. The cycler is available to be returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported an alarm during the patient's treatment and subsequently upon tech services checking the machine records there was an overfill indicated. The patient was overfilled and on drain 1 of 5 there was 9747ml of 2600ml drained which indicated a drain volume 375% of the fill volume. Technical services advised that a new cycler be arranged for the patient and that the patient inform the pd nurse of the change. In a follow up with the patient's spouse it was indicated that the patient did not suffer any harm, adverse event or intervention due to the overfill event. The patient was able to carry out manual treatments until the new cycler arrived. The cycler is available to be returned for investigation.